Event description:
The customer reported he was on his way to the hospital or healthcare provider. He also stated he was having issues with sensor calibrations and communication. Customer did not state why he was on the way to see a healthcare provider. Further details were not given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.